Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass, cracked casing at a display window corner, minor scratched display window, a cracked reservoir tube, and a cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump screen was broken. The insulin pump was returned for analysis.